Event description:
It was reported that during testing, the pump failed air in line test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Visual inspection found tamper seals are intact. The device?s event history log was reviewed for evidence of the reported event, air in line? Was found in the log. A functional check, battery loss alarm test, and a pressure station test were performed. ?fails air in line test? Issue was duplicated, the pressure station test failed due to air in line detected?. The air detector was replaced. A manufacturing DHR review was performed because the device is within a year from its manufacture date. The manufacturing record passed final functional testing on 08-feb-2022. Service history review identified this device has not been in for service previously.